Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break and stent dislodgment occurred, and that the patient experienced st elevation, chest pain, and labile blood pressure and heart rate. The patient presented with chest pain and st elevation myocardial infarction(stemi). Vascular access was obtained via the ulna artery. The occluded target lesion was located in non-tortuous, non-calcified, left anterior descending artery (lad). The 28 x 3.00mm promus premier stent delivery system (sds) was delivered to the lad. There were no issued advancing the device and no kinking or pushing was reported. During inflation of the stent, it was noted that the inflation device would not go past 4 atmospheres. At this point it was recognized that the sds had completely snapped. The stent was still attached to the sds and the physician made many attempts to inflate the sds before deciding the only option was to remove all devices from the patient. During this time the patient was becoming increasingly hemodynamically unstable with st elevation, chest pain, and labile blood pressure and heart rate. The physician recovered all equipment into the aorta through the subclavian and brachial artery. The device became stuck in the ulna artery and could not be pulled back into the sheath. The sds and wire were able to be removed, but the stent could not be removed. A non-bsc band was applied to the right wrist and the procedure was completed accessing the left radial artery. The surgical team was called and the patient was admitted to theatre to have the stent removed. The patient is currently recovering in a surgical ward.

Manufacturer narrative:
Describe event or problem : updated. (B)(4).

Event description:
It was further reported that the shaft broke in two places, a proximal hypotube break and a distal shaft break, and that both breaks occurred inside the patient. The stent and part of the shaft dislodged when the device got lodged/stuck in the ulna. The proximal and distal stent shaft stayed together until the wire was removed. The patient has been discharged from the hospital.

Manufacturer narrative:
Device evaluated by MFR: the promus premier stent delivery catheter was returned for analysis without a distal section of the device including the balloon, stent and tip. A red substance that appeared to be blood was noted in the hub, mid-shaft and inner and outer shaft polymer extrusion lumen. A crystalized substance which appeared to be hardened media was noted inside the outer shaft polymer extrusion lumen. A visual and tactile examination of the hypotube found a hypotube break 523mm distal to the distal end of the strain relief and multiple hypotube kinks along the hypotube. A visual, digital microscopic and tactile examination of the shaft polymer extrusion revealed the shaft polymer extrusion was broken. A break was noted in the outer shaft polymer extrusion 212mm distal to the wire exchange port and a break was noted in the inner shaft polymer extrusion 214mm distal of the wire exchange port. The inner and outer shaft polymer extrusion break was angled and very clean cut in appearance. The portion of the device distal of the shaft polymer extrusion break site was not returned for analysis including a distal portion of the shaft polymer extrusion, the balloon, the stent and the tip. There was damage (stretching and twisting) at a site on the inner shaft polymer extrusion (194mm distal to wire exchange port, on the distal side of the bi-component bond). A 0.014¿¿ guidewire was inserted into the wire exchange port and tracked distally to inspect the inner lumen for blockages ¿ the wire was blocked at the site of the shaft polymer extrusion damage. Following soaking for approximately 1.5hrs the bi-component bond could be seen more clearly and no issues noted with bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the shaft broke in two places, a proximal hypotube break and a distal shaft break, and that both breaks occurred inside the patient. The stent and part of the shaft dislodged when the device got lodged/stuck in the ulna. The proximal and distal stent shaft stayed together until the wire was removed. The patient has been discharged from the hospital.